Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not receive a low battery alert prior to the replace battery and blank display. Customer's blood glucose value was 88 mg/dl. The customer states the contacts on the battery cap was neither missing not damaged. The customer was assisted with troubleshooting. The customer stated that the display did not returned. The device will be returned for the analysis.

Manufacturer narrative:
No unexpected blank display anomalies, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. The insulin pump passed displacement test, sleep current measurement, active current measurement and self test.